Event description:
It was reported that the stent partially deployed. A 7mmx120mm, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). The lesion was predilated. During deployment of the stent, the thumbwheel became stuck after two thirds of the stent was deployed. The physician was able to advance a sheath over the system to the stent and forcefully pin and pull the delivery system back which deployed the stent. The stent became stretched and covered the profunda ostium. There were no patient complications.

Manufacturer narrative:
H3: device eval by manufacturer: returned product consisted of the eluvia self-expanding stent system with a 0.014 guidewire stuck in the device. Visual examination revealed a kink to the outer sheath at the nosecone and a kink 44.8cm from the nosecone. The pull rack is separated 8mm from the handle. The stent did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed. A 7mmx120mm, 130 cm eluvia drug-eluting vascular stent system was selected for a procedure in the superficial femoral artery (sfa). The lesion was predilated. During deployment of the stent, the thumbwheel became stuck after two thirds of the stent was deployed. The physician was able to advance a sheath over the system to the stent and forcefully pin and pull the delivery system back which deployed the stent. The stent became stretched and covered the profunda ostium. There were no patient complications.